Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl procedure, the surgeon was inserting the biosure pk screw in the 7.5 mm tibial tunnel, the screw threaded on itself rendering unusable. All items were removed from within the patient. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 8x30mm biosure pk screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, when inserting the biosure pk screw in the 7.5 mm tibial tunnel, the screw threaded on itself rendering unusable. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper pre device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.